Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be a damaged cord. However, this cannot be confirmed. The target temperature was 37c, patient temperature was 36.5c then dropped to 36.2c and then back to 36.5c. They got an alarm that the device could not keep the temperature stable. Alarm 15 (unable to obtain a stable patient temperature) and alert 50 (patient temperature 1 erratic) was confirmed in the event log. The foley probe was in use. It was confirmed that the foley probe was not irrigated. The mss suggested replacing the temperature in cable. If the alarm continued, then the foley probe would be replaced. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic sun temperature cable ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient did not reach the target temperature on the arctic sun device. The target temperature was 37c, patient temperature was 36.5c then dropped to 36.2c and then back to 36.5c. They got an alarm that the device could not keep the temperature stable. Alarm 15 (unable to obtain a stable patient temperature) and alert 50 (patient temperature 1 erratic) was confirmed in the event log. The foley probe was in use. It was confirmed that the foley probe was not irrigated. The mss suggested replacing the temperature in cable. If the alarm continued, then the foley probe would be replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient did not reach the target temperature on the arctic sun device. The target temperature was 37c, patient temperature was 36.5c then dropped to 36.2c and then back to 36.5c. They got an alarm that the device could not keep the temperature stable. Alarm 15 (unable to obtain a stable patient temperature) and alert 50 (patient temperature 1 erratic) was confirmed in the event log. The foley probe was in use. It was confirmed that the foley probe was not irrigated. The mss suggested replacing the temperature in cable. If the alarm continued, then the foley probe would be replaced.